Event description:
Patient reported receiving an e8 (power interrupt) error message. Patient stated the check button on the infusion device is defective. Patient reported experiencing no health problems. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product was received on (B)(4) 2013. The soft component of the up button is lacerated. The damages did not influence the functions of the pump buttons. The problem mentioned by the customer is related to careless handling of the product.